Event description:
It was reported that (1) device was used during a endo sigma (colon). It was reported by the affiliate that the atb45 instrument does not fire correctly (no stapling & no cutting). Another instrument was used to complete the case. There was no consequence to the pt.